Manufacturer narrative:
The cause of the pt's pain cannot be determined. The screw broke while it was being removed during the revision. Eval of the broken screw found was consistent with a fatigue failure. Device is intended to be a temporary fixation device to aid in the process of fusion. Cyclical loading of the device over time will place stress on the screw that can result in breakage.